Event description:
In 2007, it was found that the rv lead had high impedance measurements and intermittent noise sensing that is consistent with lead fracture. At the time of the generator change, the eps surgeon suspected a lead fracture distal to the anchoring sleeve. Both the lead and the generator changed without further incidents. Pt was discharged from the hospital in 2007.